Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the casing came off and the vamp was not pushed in. There was reported blood loss. No patient injuries were reported.